Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient noticed that she was not getting good coupling. The patient also noticed that the ins has moved in the pocket since 6 months after implant. The antenna locate (al) feature was used to resolve the poor coupling, and the patient was able to get 6-8 bars. The patient was redirected to their healthcare provider (hcp) to address possible concerns with the ins pocket. No further complications were reported. No patient symptoms were reported.